Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2010 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with ventralex mesh. Per operative notes, "in the umbilical area, the large defect protruding was noted. The fatty tissue was reduced back and ventralex mesh was placed into the defect. The defect was closed in a transverse fashion with sutures. The fascial defect was closed and secured with sutures and tacks." On (B)(6) 2013 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per operative notes, "the recurrent defect along the superior margin of the old mesh and through small tongue of omentum which was incarcerated was noted. The hernia sac with omentum was dissected free from the abdominal cavity. A round synthetic mesh was placed over the defect and secured with sutures. The fascia was closed and secured with sutures and tacks into place."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.